Manufacturer narrative:
Patient information was not provided. The event date is unknown. This information will be provided in a supplemental report if made available. Livanova (B)(4) manufactures the centrifugal pump 5 (cp5). The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The service representative was not able to reproduce the issue on site. However, under customer request, he replaced the processor board. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a centrifugal pump 5 (cp5) was turning off during procedure. There was no report of patient injury.